Event description:
It was reported that transmission is stalling and the motor is overheating prior to use. It was reported that there was no patient I nvolvement. Additional information was received stating that bearing stuck were found during evaluation.

Manufacturer narrative:
H3 product analysis :evaluation determined that transmission is stalling. The likely cause of the failure is due to bearing get stuck in the front housing. It was also noted that center of the sun gear is worn down by the input drive shaft and retaining ring on the output drive shaft has snapped. This regulatory report is being submitted due to retrospective review through CAPA 672570. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.